Manufacturer narrative:
The device history review was completed. There were no issues identified that could have contributed to the reported complaint. The lot met the relevant in-process monitoring acceptance criteria. There were no devices returned for evaluation and no angiographic imaging returned, despite several attempts made by the complaint investigation team. Therefore, the likely root cause of this complaint is the patient anatomy, which caused outer braid elongation due to increased deployment force. Despite resistance being immediately noted by the physician upon initiation of deployment, the attempt to release the stent was continued. It is important to note that the biomimics 3d stent IFU-3 version 3.0 indicates the following warning statement: "warning: if unexpected resistance is felt at the start of the deployment, do not force the movement of the bifurcation luer; instead carefully withdraw the sds without deploying the stent.". The coding has also been updated to reflect completion of this investigation. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. The complaint investigation is ongoing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. If further information regarding this event becomes available, a follow-up/supplemental report will be submitted.

Event description:
The event was reported from a veryan sales representative as follows: "a biomimics stent placed on (B)(6) 2021 was reported as being difficult to deploy. There was significant resistance during pin and pull deployment, then the stent hung-up on the deployment system. Additional manipulation of the stent freed it from the deployment system." There was no reported impact to the patient.